Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that log files were submitted for review and confirmed intermittent driveline faults between (B)(6) 2025. A system controller exchange was recommended. Log files from after the system controller exchange were submitted for review which did not capture any more driveline faults. The phase data appeared normal following the system controller exchange.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a driveline fault alarm was confirmed via the provided log file. The log file captured driveline fault alarms on (B)(6) 2025. These alarms appeared to have been caused by phase 1 measuring lower than phases 2 and 3, and the alarms resolved when phase 1¿s values increased to be more in sync with the other two phases. No other notable events were observed, and the pump operated as intended throughout the data. Atypical alarms did not reoccur after the controller had been exchanged on (B)(6) 2025. The system controller (serial number: (B)(6) was not returned for analysis. The root cause of the reported event was unable to be conclusively determined through this analysis. Review of the device history record for system controller, serial number: (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The heartmate ii lvas instructions for use (section 7 ¿alarms and troubleshooting¿) and the heartmate ii patient handbook (section 5 ¿alarms and troubleshooting¿) instructs users on how to resolve alarms that sound from their system controller, including alarms associated with driveline fault conditions. Heartmate ii patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.